Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
Customer reported experiencing high bg's (307-488 mg/dl) while wearing the pod for 4 hours. Despite numerous corrective boluses, the customer reported that the bgs did not come down. Customer de-activated pod and replaced with a new one which resulted in bgs coming down. Customer did not report that the cannula was kinked or that the pod alarmed prior to being deactivated. Pod will be returned for evaluation.